Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; g4; h2; h3; h6. Reported event was to be confirmed product return. Analysis of product indicated bio-debris was identified on the outer surface of the cup. Shell face shows nicks and gouges around etch. The hex on the screw head was damaged. No further damage was identified on the implants. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted concomitant medical products: part #00625006530/ bone screw/ lot # 60927049, part # 00771100500/ fem stem / lot # 60274462, part # 00801803601/ fem head / lot # 60960645. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2019 - 00871.

Event description:
It was reported patient underwent left hip revision approximately 8 years post implantation due to cup loosening. Attempts have been made and additional information on the reported event is unavailable at this time.